Event description:
The customer states that a critical potassium result of 2.4 mmol/l was generated by the aeroset analyzer and reported out of the laboratory on a patient diagnosed with a migraine and bipolar disorder. A nurse questioned the result because the patient was being treated with potassium based on an earlier potassium result of 2.7 mmol/l. The sample was retested and generated a result of 3.9 mmol/l. The patient's potassium medication was discontinued. The patient was subsequently discharged. There is no impact to patient management reported.